Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace curved shears instrument was received for failure analysis and one blade was found broken at the base with a piece measuring approximately 0.502" x 0.084" broken off. The broken piece was returned. Components adjacent to the broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure while using the harmonic ace curved shears instrument, the tip of the instrument was damaged and fell into the patient. The customer stated while grasping tissue with instruments, the tip of the instrument broke off and fell into the patient¿s upper abdomen. A laparoscopic was used to retrieve the tip, and the procedure was completed with a backup instrument. The surgeon visually confirmed all pieces were retrieved. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigations. A review of the provided image showed a distal portion of the tip broken off inside of the patient.